Manufacturer narrative:
E1 initial reporter postal code: (B)(6). H11: the device was not received for evaluation; however, the machine was evaluated on-site by a vantive qualified technician. The event history log review showed the alarms self-test failure-1 and the effluent scale sensor. The self-test failure alarm occurred during the treatment and the operator cleared this alarm and periodic self-tests were completed successfully. The reported alarms could not be reproduced during simulated treatment, which was completed successfully without any issues. Scales were calibrated, pressures and pumps tests were performed with no issues identified. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex machine, the device stopped working and a system error occurred. The treatment was terminated without returning the extracorporeal (ec) blood to the patient. It was reported that the patient's hemoglobin dropped. The patient received a blood transfusion due to hemoglobin decrease. No additional information is available..